Event description:
The customer reported while the ventilator was in use on patient the monitor went gray and the ventilator alarmed and stopped ventilating. The customer reported there was no patient harm. The manufacturer's service technician was unable to duplicate the customer reported event. The service technician noted diagnostic codes in the ventilator's log history indicating an oxygen valve stuck closed. Upon detection of an oxygen valve stuck closed, the ventilator will continue to function using an air gas source. The ventilator will alarm upon occurrence of an o2 valve stuck closed. The customer did not report the occurrence during any previous usage. The service technician replaced the main board pcb and cpu board pcb as a precaution based on those findings. Applicable final testing was performed and all testing passed per operating specifications.